Event description:
This report was received from (B)(4)) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of diverticulitis and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date in 2012, dianeal therapy was withdrawn and the patient was placed on hemodialysis in the hospital. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experienced diverticulitis, which resulted in peritonitis on (B)(6) 2012. The patient was hospitalized on the same day. Treatment was not reported. The patient was recovering from the peritonitis. The outcome for the event of diverticulitis was unknown. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k12034 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.